Event description:
During patient care IV tubing appeared to be wet. After closer look it was determined that the tubing was leaking. Replacement medication ordered and hung on new IV tubing. This tubing was new from noc shift when lines were changed.